Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose as well as high blood glucose value. The customer¿s low blood glucose level were 20 mg/dl, 30 mg/dl and 40 mg/dl and high blood glucose value was 360 mg/dl after treating with insulin blood glucose was 240 mg/dl. The customer state that they were unable to confirm if they was using auto mode or not. The insulin pump will not be returned for analysis.